Manufacturer narrative:
Concomitant medical products. Model: ddbc3d1, ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high/undefined impedance on the superior vena cava (svc) defibrillation coil. Follow-up with the allied health professional (ahp) indicated that reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.